Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not have symptoms. They do feel ok to troubleshoot. Drive support condition normal. Customer's blood glucose value at the time of incident was 400 mg/dl. Customer current blood glucose level was 320 mg/dl. Customer reports they have not contacted their hcp regarding high blood glucose reading. Customer treated their issue with injections. Customer stated there is air bubbles in the set and reservoir. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set changed (B)(6) 2018. The infusion set was not bent. Customer also reporting priming anomaly, the issue was not resolved. The insulin pump did not perform high pressure test. Insulin pump will be returning for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test,unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime or test, excessive no delivery test and displacement test or verify air bubble due to unresponsive button. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.